Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9022652. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 902265201.

Event description:
It was reported that the patient experienced a lead migration and was not receiving sufficient pain relief. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experienced lead migration and was not receiving sufficient pain relief was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.